Manufacturer narrative:
This report is based solely on device analysis. The event occurred outside the us. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The (B) (4) lead model is included in a field advisory. Evaluation summary: (B) (4) distal conductor fractured (flexed clavicle-rib); partial lead in segments returned and analyzed.

Event description:
It was reported that the patient, implanted with this lead, received 3 high voltage therapy shocks due to the sensing of noise. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.